Manufacturer narrative:
The company rep tested the unit and was able to duplicate the event. The company rep observed the fault code 65 (safety vent failure). The company rep replaced the safety vent valve k6a (part number 0119-00-0170). During the repair, the drive manifold assembly (part number 0104-00-0018) was found to be noisy and was therefore, replaced. The company rep performed functional tests and safety checks. The iabp met factory specs and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a pt the unit generated the "system failure" alarm during power up. The pump was replaced and therapy was initiated.